Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was getting good coverage post revision. Malfunction was not suspected. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation and was having difficulty charging the ipg. Database analysis revealed that several contacts were showing high impedances. X-ray revealed that the ipg appeared to have flipped several times. The patient will undergo a revision procedure wherein the lead will be replaced and the pocket will be revised.

Event description:
A report was received that the patient had loss of stimulation and was having difficulty charging the ipg. Database analysis revealed that several contacts were showing high impedances. X-ray revealed that the ipg appeared to have flipped several times. The patient will undergo a revision procedure wherein the lead will be replaced and the pocket will be revised.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.